Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a radical resection of rectal cancer, the subject device was used. When the user prepared to use the subject device, the user found that the insulation piece at the front of the subject device fell off and could not be used. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the insulation piece at the front of the subject device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed and found no irregularities. According to reported information, omsc surmised that the insulation piece at the front would mean the tissue pad. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.